Manufacturer narrative:
The insulin pump had unresponsive up and down arrow buttons due to corroded keypad traces. No button error alarm or blank display was noted. Moisture damage was found on the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was unknown at the time of the call. The customer mentioned the buttons on the keypad were jamming up for a couple of weeks prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.